Manufacturer narrative:
Additional information was received that the first valve implanted was d244741. Prior to the balloon aortic valvuloplasty (bav), the pvl was reported to be severe, as the failure mechanism for the previously implanted surgical valvewas aortic insufficiency. The transesophageal echocardiogram (tee) performed prior to the balloon aortic valvuloplasty (bav) reported central regurgitation, however an angiogram displayed that the jet of the regurgitation was in fact pvl around the previously implanted surgical valve. No additional adverse patient effects were reported.  Corrected with the correct serial number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record for valve with serial number: (B)(6) was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Per the evolut system instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (bav) of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." Per the event description, it was unknown if the user intentionally fracked the surgical valve with the bav, which is an off label use of the evolut valve. A relationship of the reported cardiac arrest to the evolut valve device or procedure could not be determined with the limited information available, though it is likely related to patient condition. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve, the valve was deployed at a depth of 2 and 4 millimeter (mm) and the patient remained stable. Due to renal function, no angiograms were performed. Protamine was administered and patient began to decompensate. Cardiopulmonary resuscitation (CPR) was performed and patient was intubated and put on bypass. Transesophageal echocardiogram (tee) was performed and central aortic insufficiency (ai) and paravalvular leak (pvl) around the surgical valve were noted. It was thought that a leaflet of the transcatheter valve may have been stuck open. Two balloon aortic valvuloplasties (bav) were performed with 24 mm balloons. On the second inflation, the surgical valve fracked. An angiogram was performed which showed the transcatheter valve was fully functional with no leaflet issue. However, severe pvl around the surgical valve with no seal in the left ventricular outflow tract (lvot) was observed. It was decided to implant a second transcatheter valve deeper. The valve was deployed at a depth of 14 mm to create a seal. The patient recovered and came off of bypass prior to leaving the operating room. The patient was sent to the intensive care unit (ICU). One day following the procedure, the patient was stable and neurologically intact. No additional adverse patient effects were reported.